Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of 54 mg/dl, calibrated since insulin pump asked to calibrate now. The customer's blood glucose was 124 mg/dl. The customer's sensor glucose was 117 mg/dl and blood glucose was 144 mg/dl. The customer treated low blood glucose with juice and granola bar. The customer also reported high blood glucose level of 256 mg/dl and treated with insulin pump. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.